Manufacturer narrative:
The pump was received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. The functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, unexpected error test and all operating current test were unable to be done. There was no unexpected vibration noted during testing. The pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their device was exposed to fluid. The customer states they jumped into the pool with the pump. The customer's blood glucose level at the time of incident was unknown. The customer states the pump is vibrating without an alarm or alert. The customer states the pump was blank. The customer was advised the pump would be replaced and returned for analysis.